Event description:
It was reported to boston scientific corporation that an endovive standard peg push method tube was used during a percutaneous endoscopic gastrostomy placement procedure on (B)(6) 2022. During the procedure, when physician tried to pull through the stomach, the peg tube broke in half. The procedure was completed with a new endovive standard peg push method. There were no reported patient complications as a result of this event.

Manufacturer narrative:
(B)(4). The returned endovive standard peg tube was analyzed however the rigid tubing was not returned. No damage was observed with any returned part. Product analysis found the peg tube separated from the dilator at the barbed connector joint. The reported complaint was confirmed. Based on the condition of the returned device, engineers determined that the problem observed is likely that operational factors, such as user technique/handling, patient anatomy, and the size of the incision site that the tube was being pulled through, contributed to the reported complaint. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.